Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe did not cut during surgery. The product was replaced and procedure completed with not patient harm.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the probe would not cut during surgery; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received, with a tip protector in a tray. The returned sample was visually inspected, and found to be non-conforming with the inner cutter in the port. The sample was then functionally tested for actuation and cut, and was found to be non-conforming for both functional tests. The probe was disassembled and the components inspected. No/minimal wear was observed, on the inner cutter when compared to the degree of wear, based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. Presence of adhesive was observed, on the inner cutter. The cutter/coupling adhesive bond fillet was visually inspected and found to be non-conforming. Gouge marks were observed, at a couple locations along the inner cutter. The returned complaint sample was unable to be functionally tested. However, the cutter remaining stuck in the port would contribute to an aspiration issue, as was reported. The root cause for the observed non-conformance is, due to the separation of components within the probe. It appears, that at the beginning of surgical use, the adhesive bond failed, causing the inner cutter to detach from the coupling. An investigation has been completed. And actions have been implemented to lower the frequency of probe complaints, due to the detachment of the inner cutter from the coupling. The procedure has been reviewed and was found, to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. The inner cutter / coupling adhesive bond fillet for the returned sample was non-conforming. Therefore, an investigation photo of the returned sample has been issued within the learning management system, for review with the applicable production personnel to raise awareness of this issue. The associated effectiveness has been maintained. Probe assemblies are 100% visually inspected and tested for actuation, aspiration, and cut, during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).